Event description:
Note: this report pertains to one truetome 39 and one jagwire device used in the same patient and procedure. It was reported to boston scientific corporation that a truetome 39 was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stricture performed on (B)(6) 2025. During the procedure, the device was loaded over a 0.035 jagwire, and cannulated successfully, but could not be exchanged as the wire was stuck in the device. It was then realized that this wire was not compatible with the tome. Both tome and wire were removed from patient, and a non-boston scientific device were attempted to be used, but unable to recannulate the bile duct. The procedure was not completed and was canceled after the patient had been sedated with general anesthesia. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was loaded over a 0.035 jagwire. However, according to the directions for use (dfu), the truetome 39 sphincterotome is capable of accepting a 0.025 in (0.64 mm) guidewire.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.